Manufacturer narrative:
The reported event of channel errors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported receiving "channel errors" frequently, and that in some cases the devices shut down during critical times. No damage or corrosion was seen on the iuis. All of the devices are owned and serviced by uhs. 275 iuis were replaced in february of this year. There were obvious signs of bleach on the iui connectors when they were replaced. The customer disseminated educational material to their staff on the proper cleaning techniques and cleaning solutions for the devices from the material provided by carefusion. There was no patient involvement.